Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, one of the tines broke off the force bipolar instrument in the patient. The fragment was retired during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the site's robotics coordinator, a nurse, and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The instrument was inserted into the cannula when the event occurred. The robotics coordinator believes the force bipolar instrument might have possibly collided with the cannula. The instrument was in use for less than a minute. The customer noticed that the instrument was nonfunctional. The wrist of the instrument was straightened upon removal and no resistance was noted. After the instrument was removed, it was observed that a tine had fallen off the device. There was no damage to the cannula . The fragment was retrieved with a laparoscopic grasper. No additional surgical procedure was required to remove the fragment and no additional tests like an x-ray or ultrasound were performed. The procedure was completed robotically. The patient did not return to the hospital due to experiencing any post-surgical complications. The instrument and a fragment are available for return. There are no images of the device or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument and performed failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.180" x 0.683" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip do not show damage.